Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair due to a possible bluetooth malfunction. The patient was seen in clinic and the pairing was restored. Patient condition was stable.